Event description:
While fixation bioscrew into femoral tunnel on an achiles bone block allograft, the driver sheared at the hexagonal junction and the bioscrew hread. The driver tip could not be removed from within the screw cannulation. The screw could not be removed because it had outstanding purchase on the graft. Surgeon decided to leave the piece inside the screw to avoid damage of the repair sales representative indicated that the device is being retained by the hospital which will send it to arthrex. This device is used for treatment.